Event description:
It was reported to siemens that a patient complained about not feeling well after having a non-contrast head CT scan with a somatom definition as system. The patient complained of having the symptoms of redness of the eyes, and face and lips burning. The next day, the patient reported to be feeling very well. Another day later the patient reported again not feeling well. Patient alleges that they were overexposed with x-ray. This event occurred in trinidad.

Manufacturer narrative:
The supplemental report for this medwatch should reflect the following information in these two sections: no hospitalization. Can confirm no serious injury.

Manufacturer narrative:
Note: per email received 03/15/2019 from the FDA, the administration does not have submission record of an initial report for the MDR #3004977335-2018-42617. Siemens is re-submitting this adverse event report per FDA request. Exemption number e2017017. (B)(4). Siemens conducted an investigation of the reported events. The data of the scan did not show any abnormal values for both the topography and the headspiral scan; consequently, there is no evidence of an overexposure that was found. It was also noted that this system has had regularly scheduled maintenance since it was placed into operation (B)(6) 2016; as well as, having the most recent quarterly quality assurance check on (B)(6) 2018, just less than 2 weeks prior to the reported event. The physician from the hospital recommended that the patient in question seek further medical treatment since the symptoms were not related to the CT scan. At the present time there is no further information available regarding the status of the patient.

Event description:
Somatom definition as system. The patient complained of having the symptoms of redness of the eyes, and face and lips burning. The next day, the patient reported to be feeling very well. Another day later the patient reported again not feeling well. Patient alleges that they were overexposed with x-ray. This event occurred in (B)(6).